Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a moderately tortuous left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the catheter was leaking liquid, and a hole was noted in the middle of the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital .

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. D4 lot number: corrected. The device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good conditions. No damages or failures were observed on the ccp (catheter code pcba) board assembly, and no imaging core windup was found within the telescope section and the sheath section of the device. Microscope inspection revealed the imaging window partially detached in the lap joint section and that the guidewire exit port and tip were in good condition. Impedance test shows an electrical open at proximal end of the catheter between 150 - 160 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. A catheter leak in the lap joint section was noted. Based on the evidence, the as reported codes of catheter damaged/defective, catheter leak is confirmed.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a moderately tortuous left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the catheter was leaking liquid, and a hole was noted in the middle of the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.